Event description:
The user facility reported that midway through a bronchoscopy procedure, the users wiped the surface of the stylet used with the subject device, and reportedly observed "silvery gray fragments" in the surface of the gauze. The users ceased use of the needle and completed the procedure with the use of another needle. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation, in addition to a single four-inch by four-inch gauze pad. The needle was received in a plastic bag, and was heavily contaminated with biomaterials, limiting the evaluation to visual inspection only. Upon close visual inspection of the needle and stylet, residual blood and other unidentified biomaterials were observed, but no device fragments. The returned gauze pad was also examined, and stains were noted to be present on both sides, but the results of the examination were inconclusive. The cause of the user's experience could not be conclusively determined. The subject device and gauze pads have been forwarded to the original equipment manufacturer for further evaluation. If additional significant information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.